Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a higher reading from the adc device compared to a competitor brand meter. The customer experienced symptoms described as sweating, confusion, and "infant character." The customer was provided a sweet drink for treatment by a non-healthcare professional. There was no report of death or permanent injury associated with this event.